Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a jelco hypodermic needle-pro needle detached from the syringe during medicine administration. The needle remained inserted in the muscle but was removed from the patient and discarded. The liquid was lost due to the loose needle. No patient injury was reported.